Manufacturer narrative:
According to the customer, the device "readings were always roughly 30 points off" compared to in-office blood pressure measurements. The customer stated that their blood pressure medication dose adjustment was initially based on an in-office blood pressure measurement and was then "increase[d]" based on the individual's cuff measurement. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the device "readings were always roughly 30 points off" compared to in-office blood pressure measurements. The customer stated that their blood pressure medication dose adjustment was initially based on an in-office blood pressure measurement and was then "increase[d]" based on the individual's cuff measurement.

Manufacturer narrative:
Update to d4: serial # and lot #.